Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 45 mg/dl and the cause was not known. A sugar drink was consumed and a temporary basal rate was set to address low bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not confirmed in the pump logs on (B)(6) 2018. Continuous glucose monitor data was not available. The user set a temporary basal rate to 0% for a duration of approximately eight and a half hours. A bolus was delivered 3 hours prior to the temporary basal rete. One bolus was delivered during the time basal was set to 0%. Based on user¿s daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.